Manufacturer narrative:
The device history record for lot 30240009 was reviewed and the product was produced according to product specifications. All information reasonably known as of 27 nov 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced twenty different incidences, which were associated with separate units, involving the same patients. This is the fifteenth of twenty reports. Refer to 8030647-2023-00122 for the first report, refer to 8030647-2023-00123 for the second report, refer to 8030647-2023-00124 for the third report, refer to 8030647-2023-00125 for the fourth report, refer to 8030647-2023-00126 for the fifth report, refer to 8030647-2023-00127 for the sixth report, refer to 8030647-2023-00128 for the seventh report, refer to 8030647-2023-00129 for the eighth report, refer to 8030647-2023-00130 for the ninth report, refer to 8030647-2023-00131 for the tenth report, refer to 8030647-2023-00132 for the eleventh report, refer to 8030647-2023-00133 for the twelfth report, refer to 8030647-2023-00134 for the thirteenth report, refer to 8030647-2023-00135 for the fourteenth report, refer to 8030647-2023-00137 for the sixteenth report, refer to 8030647-2023-00138 for the seventeenth report, refer to 8030647-2023-00139 for the eighteenth report, refer to 8030647-2023-00140 for the nineteenth report, refer to 8030647-2023-00141 for the twentieth report. It was reported, the catheter(s) were not suctioning; there was no reported patient injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.